Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when stapling stomach, when started to fire the first reload(3rd total firing), it stopped when it got about halfway. Another reload was used and tried to go to the side of the spot where the lastreload stopped (to avoid the extra thickness of buttress, tissue, and staples). That second reload(4th total firing) also stopped about a third of the way. The excess staples, buttress, and tissue was cleaned up and then, using manual handle (instead of the powered stapler), fired a reload(5th total firing) to get past the buildup caused by tissue, buttress, and staples. From there the procedure was continued with 2-3 more same reloads. There was no patient injury.